Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that the device was not showing data and received an error message. The system had a reboot when attempting to discharge a patient. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.